Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, computed tomography (CT) imaging revealed a 7mm leak around the closure device. The closure device remained in a good position, with no thrombus noted. The physician is evaluating possibly closing the leak with a coil at a later date. There were no patient complications. It was further reported the leak was 10mm around the closure device. It was further reported that on a follow up on (B)(6) 2025, the leak size was reported to be 6.9mm and the event date was 07jul2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, computed tomography (CT) imaging revealed a 7mm leak around the closure device. The closure device remained in a good position, with no thrombus noted. The physician is evaluating possibly closing the leak with a coil at a later date. There were no patient complications. It was further reported the leak was 10mm around the closure device.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, computed tomography (CT) imaging revealed a 7mm leak around the closure device. The closure device remained in a good position, with no thrombus noted. The physician is evaluating possibly closing the leak with a coil at a later date. There were no patient complications.